Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report critical pump error alarm. The customer stated that a pump error 35 displayed before the critical pump error alarm. The customer's blood glucose level was 7.2 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was present in format history file due to severe corrosion on the force sensor assembly also, corrosion was found on the battery tube, moisture damage on the motor home switch and severe corrosion on all the electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had minor scratches on the lcd window, partially torn off display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, peeling end cap address label and scratched casing.